Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was brought to the emergency room on (B)(6) 2021 with ICD (implantable cardioverter defibrillator) discharge. The system controller was exchanged shortly after for an unknown cause. Log file analysis captured multiple odd power cable disconnects while on battery power scattered between (B)(6) 2021 and (B)(6)2021. The log also captured a driveline (dl) disconnect on (B)(6) 2021 at 23:00:07. No new data was seen until 9:15 am on 29oct2021 which appeared to be due to the controller swap. There were no unusual alarms prior to the dl disconnect and controller swap. The pump was operating at the set speed and pump parameters were operating in similar ranges prior to dl disconnect and controller swap.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller exchange and atypical power cable disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days ((B)(6) 2021 per timestamp). Intermittent atypical power cable disconnects coincident with rsoc invalid faults on the black power cable were active on (B)(6) 2021 at 16:24:09 ¿ 16:24:16, and on (B)(6) 2021 at 11:14:54 ¿ 11:15:10. These alarms cleared shortly after activating and occurred on battery power and the power module, respectfully. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2021 at 23:00:07 and shortly shutdown after the disconnection at 23:04:58. The controller was reconnected to the power module on (B)(6) 2021 at 09:15:32 and the driveline was reconnected shortly after at 09:16:00. There were no other notable alarms. Multiple good faith efforts were sent regarding the reason for the controller exchange, if the exchanged controller would be returned for evaluation, and why the driveline was disconnected. To date, no response has been received. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06574.

Event description:
It was reported that the patient was brought to the emergency room on (B)(6) 2021 with ICD (implantable cardioverter defibrillator) discharge. The system controller was exchanged shortly after for an unknown cause. Log file analysis captured multiple odd power cable disconnects while on battery power scattered between 26oct2021 and 28oct2021. The log also captured a driveline (dl) disconnect on 28oct2021 at 23:00:07. No new data was seen until 9:15 am on 29oct2021 which appeared to be due to the controller swap. There were no unusual alarms prior to the dl disconnect and controller swap. The pump was operating at the set speed and pump parameters were operating in similar ranges prior to dl disconnect and controller swap.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.